Event description:
Consumer reported that she had a surgery on her right rotator cuff and she put on a heat patch for soothing the pain at 9:30 p.m. And when was removed at 7:00 a.m. She found two burns. Consumer's burn is causing so much pain. Consumer has a follow up appointment for her shoulder with mp who will be also looking at the burn.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.